Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 600 mg/dl after wearing the pod between 24 and 36 hours; upon observation of the infusion site (arm), it was reported the cannula had dislodged. Patient awoke in the middle of the night to symptoms including chills, a headache, nausea and vomiting. In the emergency room, the patient was treated with insulin intravenously, zofran and pepcid; she was released after spending 5 hours in the emergency room.